Event description:
I bought this custom dental night guard in (B)(6) because I suffer from tmj. They advertise that the guard is the same as the dentist but the quality wasn't the same as the custom night guard that my dentist prescribed for tmj. The company states that they have the same quality as the dentist but my tmj just got worse. I can't handle the pain now. (B)(6); FDA safety report ID # (B)(4).